Event description:
It was reported to the biomed that the unit was reported as broken with no description. Hospital biomed noticed physical damage to the unit.

Manufacturer narrative:
(B)(4). Date sent: 12/23/2025. B3: event year only reported: 2025. D4 batch #: unknown. Investigation summary per service manual operational and diagnostic analysis confirmed the reported damage. The gasket bezel gutter, adapter plate, bezel/ito assembly, usb cover, damping trim, bonding gasket display front, enclosure top dec assembly, and speaker adhesive pad were replaced and the earth ground wire was reseated as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.